Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition occurred. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual finding to the external part of the device. The internal aspect of the device was inspected. The manufacturer concludes that they unable to confirm the customer's allegation and triology evo system pca has been scrapped. Section h6 were updated in this report.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Pil visually inspected the trilogy evo flow sensor for visual defects and found none. The manufacturer concludes trilogy evo system flow sensor has been scrapped.